Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
On the morning of the (B)(6), the patient had a syncopal event in bathroom with low flow alarm on ventricular assist device (vad) noted prior to event. Low flows initially felt to be volume depletion, and 500cc 0.45ns was given. An echocardiogram was done, and the results were within normal limits (wnl). On (B)(6) a right heart catherization (rhc) and a computed tomography angiography (cta) chest ordered due to negative echocardiogram results and concern for cannula placement. Cta results show: left ventricular assist device (lvad) device placement directed toward the mitral annulus. Outflow tract demonstrates a 1.5 cm mild kink 3 cm from the aorto-outflow tract anastomosis without evidence of obstruction. Although there is significant beam hardening artifact, there is mild irregularity and wall thickening in the proximal outflow tract with suspicion of a filling defect. It was stated cardiothoracic (CT) surgery was consulted. On (B)(6), an angiogram was done to evaluate kink in outflow graft. Results show visible kink of 50-60% immediately d istal to lvad outflow. Outflow graft revision was planned. On (B)(6), patient was taken to the operating room (or) and successful outflow graft revision was done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2018, left heart catheterization with ventriculography demonstrated visible kink of 50-60% immediately distal to left ventricular assist device (lvad) outflow. On (B)(6) 2018, patient was taken to the operating room for revision of outflow graft obstruction and femoral vessel cannulation. During the procedure, it was found that patient had a complete kink in the graft closer to the pump. It became obvious that they would have to resect the graft to straighten it out. After the procedure, patient was transferred to intensive care unit (ICU) in guarded condition. Issue was stated to have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The outflow graft 3603057785 was not returned for evaluation. The reported event of "low flow alarms and kinked outflow graft" could not be confirmed due to insufficient evidence. Review of log files could not be conducted since log files covering the event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that an angiogram revealed a visible kink within the outflow graft. Based on the risk documentation, possible causes of low flow events may be attributed to multiple factors including but not limited to constriction of the outflow graft, thrombus or other materials in the device, inflow cannula obstruction, kink in outflow graft, or poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.